Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two single barrier folders labeled as 8183t with batch number av6081. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there consequences for the patient? If yes, please explain :// the consequence was that he had to do the suture again. Provide the title of the external person who provides responses to the follow-up (e.g., nurse, surgeon, risk manager). : dermatologist surgeon. I remain attentive to your indications or to any additional information you consider necessary to continue with the process

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, from a batch of sutures that they bought a few months ago, the dr. Reports that it was to make a knot in the procedure and the suture disintegrated into several pieces, the client indicates that they have no more sutures left with that batch, and that they discarded the input. No adverse patient consequences were reported. Additional information was requested.